Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the stapler could not be fired. The handle could not be squeezed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. After the first squeeze the stapler jammed. The case was completed using a new handle and reload. No patient injury.